Event description:
It was reported that a spectrum iq pump was alarming upstream occlusion frequently during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A visual and functional inspection was performed with no issues. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review however no component issue was identified and therefore no correction is required. Should additional relevant information become available, a supplemental report will be submitted.